Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. Conclusion - the actual device involved in this event was returned for eval. The eval found a broken cpc connector. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the handpiece was not able to be connected to the coupler connector on the front of the motor drive unit and there was a sound of something rattling around inside the unit. A second like motor drive unit was used and the case was successfully completed with no pt consequences.